Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. An initial medwatch is being generated to file this complaint as a malfunction. Upon completion of the investigation, it was noted that the valve was visually inspected, no defects were noted. A leak was noted at the proximal connector. The connector was pulled free from the silicone housing, and examined under microscope at appropriate magnification; the connector and the form in the molded silicone housing was not damaged, and show that the silicone housing has taken the form of the connector. The connectors are molded into the silicone housing a pull test is done on each lot (3 valves per lot are tested) as well the lot is tested for leaks at a 100%. The root cause of the problem reported by the customer could be due to wrong handling, but this could not be determined. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed

Event description:
Before the surgeon implanted the tube he immersed in the physiological saline to check if the tube is smooth, but found that the valve and the ventricular link part had water leakage. No people involved. Before used on the patient. No adverse consequences reported. On (B)(6) the delay was less than 30 minutes. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. An initial medwatch is being generated to file this complaint as a malfunction.